Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). The date and time had been set incorrectly on the meter. At 9:16 a.m. On (B)(6) 2001 (based on incorrect meter setting), the patient had a result of 7.4 inr. At 9:19 a.m. On (B)(6) 2001 (based on incorrect meter setting), the patient had a result of 5.6 inr. At 9:31 a.m. On (B)(6) 2001 (based on incorrect meter setting), the patient had a result of 7.4 inr. All meter results were measured within a 7 hour time period. A venous sample was then collected from the patient and tested using an unknown laboratory method on (B)(6) 2018 and this resulted as 4.8 inr. No adverse events were alleged to have occurred with the patient. The doctor had the patient hold coumadin medication based on the meter results. The doctor believed the laboratory result to be correct and will dose the patient further based on the laboratory result. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once every 4 weeks. The patient had no symptoms of high inr and feels normal. The meter was not clean. The customer assumed that the user's hands were dry when handling the test strips and assumed that the patient's finger was dry prior to fingerstick. The patient's hematocrit level was not known. The patient did not have lupus or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any dose changes, diet changes, new medications, or new illnesses. The patient did not have bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
After receiving the laboratory value of 4.8 inr on (B)(6) 2018 , the patient was instructed to hold coumadin dosage for one night and then resume.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: vial #1: qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.4 inr. Vial #2 qc 1: 2.4 inr, qc 2: 2.3 inr , qc 3: 2.4 inr. The maximum difference between measurements was 4 %. The obtained qc results were in the allowed range. No error messages occurred during investigation. The results alleged by the customer were not observed in the meter¿s patient result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.